Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a blood glucose value of 388 mg/dl in the setting of an insulin delivery occlusion alert on the ilet system soon after an infusion set change; the user noted no visible set issues, resumed delivery after acknowledging the alert, and did not use backup therapy. Symptoms included elevated blood glucose without acute systemic symptoms. Outcomes included no medical intervention, no hospitalization, and no immediate health effects. Investigation included customer interview, review of device notifications, and troubleshooting and education regarding occlusion alerts and infusion set management. Investigation of this case revealed an occlusion alert with unclear root cause and successful resolution after resuming delivery. It was concluded that the event was hyperglycemia with cause unclear and that the device functioned as designed by detecting and notifying of a possible occlusion, with no confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.